Event description:
It was reported while using bd micro-fine¿+ pen needle the outer cover was difficult to attach and detach. The following information was provided by the initial reporter: "one patient user replied that he/she had the difficulty in handling outer cover to attach and detach pen needle to and from pen."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.